Event description:
The patient reported they had been experiencing "weird shocks" about twice a month for the previous 2-3 months. The patient also reported that recently he had been having tingles and shocks in his neck and left arm. The patient had not discussed their symptoms with their physician nor had they had a recent device check done. The patient was referred to their physician for further discussion of their symptoms. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).